Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an a/v graft placement procedure via the left upper arm the stent graft allegedly failed to deploy and was allegedly difficult to remove, however, it was not stuck within the sheath. Reportedly, another endovascular stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: based on the sample evaluation a deployment failure could be confirmed. The stent graft was completely loaded and the outer sheath was found elongated and fractured which indicated that increased friction affected the whole system which led to high deployment force and subsequent deployment failure. The reported removing difficulties were considered a consequence of lumen deformation and handling caused by increased release force. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported issues could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if resistance is encountered removing the delivery system, it is recommended to remove the delivery system, introducer and guidewire as a single unit." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure". Regarding preparation the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." (B)(4).

Event description:
It was reported that during an endovascular stent graft placement procedure in a left upper am vascular graft, the stent graft failed to deploy and was difficult to remove; however, it was not stuck within the sheath. Reportedly, another endovascular stent graft was used to complete the procedure. There was no reported patient injury.